Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the customer reported inaccurate sensor readings that had suspended insulin delivery. The customer¿s blood glucose was 17.1 mmol/l and sensor glucose was 3.2 mmol/l at the time of the event. Customer stated they received calibration not accepted, sensor update and change sensor alert. Customer had sensor glucose and blood glucose differences. Customer tried multiple times to calibrate but problem did persist. Difference was every time out of target range no harm requiring medical intervention was reported. The sensor will not be returned for analysis.